Manufacturer narrative:
Gtin# (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During an endovascular aneurysm repair (evar), it was reported by the physician that marker bands of a supertorque catheter (5f pig 110cm 6sh) are moving down the catheter once the catheter has been used for few minutes inside of the patient's body. When retrieving the catheter it gets stuck and had to apply additional force to take it out of the body. The procedure was completed using another non-cordis pig tail catheter. There was no report of patient injury. The product is not available for analysis. The device was stored, handled and prepped per IFU. There were no anomalies noted prior to using the device on the patient. There was difficulty tracking through the vasculature. A non-contralateral approach was made from the femoral artery. The vessel had no calcium, no stenosis and mildly tortuous. The physician explained it has happened other times, however, did not report it when exchanging to a stiff wire and with no friction to any other device.

Manufacturer narrative:
Complaint conclusion: during an endovascular aneurysm repair (evar), it was reported by the physician that marker bands of a supertorque catheter (5f pig 110cm 6sh) are moving down the catheter once the catheter has been used for a few minutes inside of the patient¿s body. When retrieving the catheter it gets stuck and the physician had to apply additional force to take it out of the body. The procedure was completed using another non-cordis pig tail catheter. There was no report of patient injury. The device was stored, handled and prepped per the instructions for use (IFU). There were no anomalies noted prior to using the device on the patient. There was difficulty tracking through the vasculature. A non-contralateral approach was made from the femoral artery. The vessel had no calcium, no stenosis and was mildly tortuous. The physician explained it has happened other times, however, did not report it. The product was not returned for analysis. A review of the manufacturing documentation associated lot 17481960 revealed no anomalies during the manufacturing and inspection processes. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the products instructions for use, users are warned that manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.